Event description:
It was reported that despite the lead integrity alert triggering, the patient received several inappropriate shocks due to noise on the right ventricular lead (rv) lead. The rv lead was fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.